Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: repeated normal and reverse rotation of the epd: surgeon used epd for the operation on (B)(6) 2013 and the handpiece was repeatedly switching into forward and reverse positions. Surgeon decided to use another branded drill to finish the operation. There was no report of the patient experiencing any harm. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.